Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 250 units of insulin. The customer's blood glucose level was 215 mg/dl. Reportedly, a new cartridge was successfully loaded and the insulin gauge displayed an accurate fill estimate.